Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery

Manufacturer narrative:
An event regarding altr (pseudotumors) involving metal based components including an exeter stem trident shell and trident liner were reported. Conclusion: no allegation of failure was made against the reported device. The reported device is a ceramic based material and contains no metal. Based on the information provided there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery. Patient implanted on (B)(6) 2010 posterior approach. Indication for replacement was osteoarthritis. Patient was of a normal bmi with relatively high activity. Patient presented in (B)(6) 2014 with groin pain and femoral nerve symptoms. Ultrasound scan showed 10x4x5 cm solid soft tissue mass within the iliopsoas bursa.